Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) procedure, the physician found that the first electrode at the tip of the lasso navigational eco catheter almost peeled away. The procedure was completed without patient's consequence. Upon request, additional information was received on the event. It was unknown if there was resistance felt during insertion or removal of the catheter. The tip of the electrode was not be peeled but like an agnail. There was no residue inside the patient's body. The bwi failure analysis lab noted the returned catheter condition of the electrode ring #1 had the proximal side folded over, sharp and leaving the leading wire exposed.

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that after an atrial fibrillation (afib) procedure, the physician found that the first electrode at the tip of the lasso navigational eco catheter almost peeled away. The procedure was completed without patient's consequence. Upon request, additional information was received on the event. It was unknown if there was resistance felt during insertion or removal of the catheter. The tip of the electrode was not peeled but like an agnail. There was no residue inside the patient's body. Upon receipt, the catheter was visually inspected and it was found that the electrode #1 proximal side was folded over, sharp and leaving the leading wire exposed. It is unknown how the electrode was damaged since there is no information available related with a resistance with the sheath used. An internal corrective action has been opened to address this issue. Catheter ods were measured and device was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint has been verified. However, the root cause of the damaged electrode remains unknown. An internal corrective action has been opened to address this issue.